Event description:
It was reported to philips that the shutters were not working, which could impact the live imaging. The device was in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the neurovascular procedure. Philips has completed a good-faith effort to get further information regarding patient and procedure outcomes. However, the customer has not provided the requested information. The philips field service engineer (fse) inspected the system onsite and confirmed that the hard shutters were not working. Upon troubleshooting, fse checked the logs and found that the collimator was failing its posttest. On further analysis, fse found that the y motor had too much current and it would not pass post. To resolve the issue, fse replaced the collimator and performed tube yield and edl calibrations. The defective collimator was returned to philips for failure analysis and the failure description was found to be can errors in logging. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.